Event description:
The user's hearing is affected when using the device. The user reported persistent, bothersome crackling noises when the processor was switched on and off. Checking the external device did not change the hearing experience.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.